Event description:
The customer reported that he had high blood glucose results while wearing a pod. He provided the following history: time 2:13 am, blood glucose (mmol/l) 15.6 (281 mg/dl), bolus (units) 2.7. Time 4:29 am, blood glucose (mmol/l) 18.4 (332 mg/dl), bolus (units) 3.7. Time 6:32 am, blood glucose (mmol/l) 19.1 (344 mg/dl). At 6:55 am, his blood glucose result was 17.7 mmol/l (319 mg/dl). He consumed 100 grams of carbohydrate and took a 3.45 unit bolus. He deactivated the pod and noticed that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hypoglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl] but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider." It advises, " if your blood glucose is 13.9 mmol/l [250 mg/dl] or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."